Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. (B)(4).

Event description:
It was reported that the patient presented to hospital for a scheduled follow up. The device exhibited a decreased sensing and increased threshold and x-ray inspection revaled dislodgement of the rv lead. The lead was explanted and replaced and the condition of the patient was sable after the procedure.